Event description:
The pt reported she continually has air bubbles in the cartridge and luer lock of her insulin infusion device which causes her to have erratic blood glucose levels of 35-400 mg/dl. She stated that when her blood glucose is elevates she gets chest pains and feels shaky. She stated she boluses to bring her blood glucose levels down. The pt states when her blood glucose is low, she eats something or drinks a soda to correct her levels. She stated that when her blood glucose is low it "scares me to death" and she "panics" sometimes and over corrects her blood glucose so that it becomes elevated. The pt said she does not think there are air bubbles when she fills the cartridge but they appear within 2 hours. She stated she feels there is a leak somewhere between the adapter, luer lock and tubing that causes the air bubbles to appear. She stated she does not feel any wetness on the outside, but she thinks it is leaking inside the cartridge. The pt stated that the bubbles only happen on the first day she fills the cartridge, and once she fixes it she has no further problems with that cartridge. On follow up, the pt stated she woke up with a low blood glucose reading of 40 mg/dl due to a new medication she is on. She stated she drank a coke to correct her readings. The pt stated, she followed the advise given by a company representative to tighten the luer lock on the insulin infusion device and she no longer has air bubbles in the tubing of her insulin infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.